Manufacturer narrative:
Lot information provided by complainant does not match the part number. Information is unknown

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.